Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the patient had radial keratitis, and when he went to analyze the lens, all the central paracentesis came out, and he could not recover. Additional information received stating when lens was advanced, the lens came out all, central paracentesis could not be enlarged. The scheduled procedure was cataract phacoemulsification with intraocular lens implantation and procedure was completed on same day by changing lens. There was patient contact with product but no harm to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis. No damage or abnormalities observed to the device or iol. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger was oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic was dried in the device. No damage or abnormalities observed. Iol returned in a clear plastic bag. Solution was dried on the lens. No damage observed. The root cause for the reported complaint could not be determined. No damage or abnormalities observed to the returned device and iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).